Event description:
Customer reported a malfunction code displayed on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was instructed to call back if any issues reappeared. The customer acknowledged and understood the instructions.